Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31438763l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required drainage. First it was reported that error 106 occurred immediately after connecting the catheter. The issue was resolved by replacing the smarttouch sf catheter to another one. It was also reported that a cardiac tamponade occurred, but the catheter could be used until the end of the procedure and completed. Drainage was performed and the patient's vital signs recovered. The physician's opinion on the relationship between the event and the product was that since the only catheters inserted into the patient's body were stsf and octaray, one of them was the cause of the adverse event. Atrial septal puncture was not performed. Ablation was performed before tamponade was confirmed. Steam pop was not confirmed. The patient came to the hospital with ventricular tachycardia. A procedure to treat trigger pvcs (premature ventricular contractions) was performed before the ICD (implantable cardioverter defibrillator) was placed. There were no other pre-existing conditions.